Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information. It was reported that bd ext set microclave was damaged. The following information was received by the initial reporter with the verbatim: while starting IV all sites were capped and tightened. Blood immediately began filling extension set and leaking to the bed and floor. Extension set was removed, and noted to have a hole in the tubing. No punctures were noted on the outer packaging.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ext set microclave was damaged. The following information was received by the initial reporter with the verbatim: while starting IV all sites were capped and tightened. Blood immediately began filling extension set and leaking to the bed and floor. Extension set was removed, and noted to have a hole in the tubing. No punctures were noted on the outer packaging.